Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The pump was unable to verify compromised force sensor system alarms due to motor error alarms. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 116 mg/dl. The customer stated that she received the alarm when she changed her infusion set and reservoir. The customer stated that the alarm occurred during the rewind and prime sequence. The customer stated that when she tried to put the reservoir in the pump, the pump kept rewinding. The customer was unable to complete troubleshooting. The customer will be sent a replacement pump.